Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, implantable cardioverter defibrillator (ICD), (B)(6) 2010; 6949, implantable tachy lead, (B)(6) 2005; 4058m, implantable pacing lead, (B)(6) 1995. (B)(4).

Event description:
It was reported that the device had possible shortened longevity and the physician expected it to last longer. The device was explanted and replaced. It was further reported that the right ventricular (rv) lead's pace sense portion was prophylactically replaced with the pre-existing pacing rv lead. However, upon inspection of the pre-existing lead, the physician noted what appeared to be a small insulation break down on the proximal end. The insulation breakdown could not be confirmed so the physician prophylactically placed a splice kit to cover the area. The lead impedance was within a normal range so it was connected to the device and remains in use. No patient complications have been reported as a result of this event.